Event description:
It was reported the patient's ipg reached end of life at an unknown date. Surgical intervention took place in which the ipg was explanted and replaced to address the issue. Therapy restored at post-op.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.